Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2830 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of headache, dizziness, dysuria, constipation, past tobacco smoking (0.5 packs/day for .5 years) and mood altered. Concurrent conditions were listed as vaginal bleeding, abdominal pain, visual disturbance, photophobia, fatigue, ovarian cyst, pelvic pain female, sleep loss and weight gain. On (B)(6) 2013, the patient had essure inserted. On (B)(6)2020, 2844 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: specimen submitted: uterus, cervix, and bilateral fallopian tubes pre-dx (history): pelvic pain final diagnosis (microscopic): uterus, cervix, and bilateral fallopian tubes: cervix - no dysplasia no malignancy identified. Uterus - weakly proliferative endometrium with chronic endometritis. No neoplasia or malignancy. Fallopian tubes - no endometriosis, no neoplasia or malignancy identified. Gross: partially extending into the endometrium are 2 left and right essure coils [ultrasound pelvis] on (B)(6) 2015: narrative impression: pelvic ultrasound complete clinical history: left ovarian cyst. Technique: transabdominal and endovaginal sonographic evaluation of the pelvis performed. Findings: there are transversely oriented echogenicities within the fundus which extend beyond the lateral margins of the fundal endometrium consistent with essure inserts. There are cervical and nabothian cysts present. Impression: 1. Essure inserts identified within the fundal region of the uterus. 2. Cervical nabothian cysts. 3. Mild pelvic free fluid. 4. Left ovarian follicle. 2.9 cm right ovarian cyst appears simple quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Lab data (surgical pathology test), medical history, concomitant conditions & reporter information upated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2830 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.